Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported on (B)(6) 2025 during a laparoscopy procedure the tip of the fiber optic light cable came off. No harm or injury to patient reported. No negative impact in state of health reported. Cross reference complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: a product history review cannot be carried out because, despite multiple written requests, the product has not been made available to us and we do not have any data on the batch/lot number or the original invoice. This event is filed under internal complaint ID (B)(4).